Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level had been impacted. As the customer changed the cartridge, tubing, and site. Tandem technical support was unable to perform a system check to determine a possible cause of these occlusions.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.